Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the pump's black box history showed that there were multiple call service 75 alarms were recorded on 05/21/2015. During testing, the pump performed the ezprime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no intermittent conditions or defects were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 075 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.